Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of myopotential noise. The patient was standing in the bathroom, blacked out, and then received a shock. The device sensing vector was set to the primary vector. Technical services reviewed the shock electrograms and advised some programming options. There were no additional adverse patient effects. The system remains implanted.